Event description:
The abbott technical service specialist (rsr) indicated that the customer had a rubella calibration failure with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The tss replaced the probes and performed a decontamination of solutions 1, 3 and 4. A f/u with the customer indicated the values were better; however, the calibration failed again. The customer diluted the master cal one to one with solution 4 which resulted in an acceptable calibration. No impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.